Event description:
A malfunction alarm with code malf 12 was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the problem occurs again.